Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of log files it shows software ID (B)(4) calibration controller ifc::vm_rpressbloweradcaverage. Based unit test confirmed press blower sensor on sensor board is defective. It was suggested to check the o2 sensor if seated properly and check the exv assy to ensure that there are no leaks. At this time, root cause has not been determined yet because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000's shows error code 401 "inspiration valve or device leaky". There was no patient involvement reported from this event.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h6,h10. Device evaluation: as concluded in I-ch-21-028: sensor long-term drift was not considered in the definition of the expected adc value range (for the ""zero pressure calibration"", the base unit test and the circuit system test) in software versions lower than v6.1 due to non-availability of that information.